Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device still had chemo remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d4, h4, h6, and h11: b5: the device contained fluorouracil 2000 mg and saline. H4: the lot was manufactured between january 14, 2025 ¿ january 21, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, d10, h3, h6(update codes), h11. B5: it was further informed that the infusion stopped while using the device and have around 20ml volume remaining. The device contained 4000mg fluorouracil having a final volume of 96ml. The expected infusion time was 48hours. H11: the device was received for evaluation containing 55ml of drug fluid inside the bladder. Visual inspection was performed and white drug precipitate was noted inside the tubing line. When the luer cap was opened, no evidence of fluid was observed flowing out at the distal luer. Additionally, the flow restrictor was disassembled and examined, evidence of drug precipitate was also observed blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) instructs the user to ensure the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. Should additional relevant information become available, a supplemental report will be submitted.